Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 03-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('pain') in a female patient who had essure (batch no. A06332) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pain (seriousness criterion medically significant) and fatigue ("chronic fatigue"). On an unknown date, the patient experienced burnout syndrome ("burnout"), insomnia ("sleep difficulties"), dizziness ("dizziness"), headache ("daily headaches"), nausea ("nausea"), memory impairment ("poor memory"), disturbance in attention ("poor concentration"), musculoskeletal pain ("joint and muscle pain"), visual impairment ("trouble seeing") and paraesthesia ("pins and needles in my extremities"). Essure treatment was not changed. At the time of the report, the pain, fatigue, burnout syndrome, insomnia, dizziness, headache, nausea, memory impairment, disturbance in attention, musculoskeletal pain, visual impairment and paraesthesia had not resolved. The reporter provided no causality assessment for burnout syndrome, disturbance in attention, dizziness, fatigue, headache, insomnia, memory impairment, musculoskeletal pain, nausea, pain, paraesthesia and visual impairment with essure. The reporter commented: approximately 2 years after having had an essure implant, she began to have many medical problems, which are still present today (impossible to treat the pain because her medical exams have not identified any cause). Current condition of the patient: consultation with healthcare professionals and then, as the next step, appointment with a specialist to remove the implants. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 03-aug-2021. The most recent information was received on 12-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('pain') in a female patient who had essure (batch no. A06332) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pain (seriousness criterion medically significant) and fatigue ("chronic fatigue"). On an unknown date, the patient experienced burnout syndrome ("burnout"), insomnia ("sleep difficulties"), dizziness ("dizziness"), headache ("daily headaches"), nausea ("nausea"), memory impairment ("poor memory"), disturbance in attention ("poor concentration"), musculoskeletal pain ("joint and muscle pain"), visual impairment ("trouble seeing") and paraesthesia ("pins and needles in my extremities"). Essure treatment was not changed. At the time of the report, the pain, fatigue, burnout syndrome, insomnia, dizziness, headache, nausea, memory impairment, disturbance in attention, musculoskeletal pain, visual impairment and paraesthesia had not resolved. The reporter provided no causality assessment for burnout syndrome, disturbance in attention, dizziness, fatigue, headache, insomnia, memory impairment, musculoskeletal pain, nausea, pain, paraesthesia and visual impairment with essure. The reporter commented: approximately 2 years after having had an essure implant, she began to have many medical problems, which are still present today (impossible to treat the pain because her medical exams have not identified any cause). Current condition of the patient: consultation with healthcare professionals and then, as the next step, appointment with a specialist to remove the implants. Lot number: a06332 manufacture date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.